Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red call doctor icon due to an unknown reason. This ICD remains in service. No adverse patient effects were reported.